Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were white floating particles in a small volume intermate. This was noted before patient use. The device was filled with piperacillin/tazobactam. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Lot 15b006 was manufactured between february 23, 2015 and february 26, 2015. Visual inspection was performed and white, floating particulate was observed in the device. No cause was able to be determined with the provided information. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.